Manufacturer narrative:
The dates of the events are unknown. Therefore, the date the article was received for review was used as the occurrence date. Article reference: marin-cuartas, mateo, thilo noack, philipp kiefer, and michael a. Borger. "Transcatheter ¿valve-in-valve¿ mitral valve replacement for patient-prosthesis mismatch: chronicle of a death foretold." Journal of cardiac surgery (2020). The device is not available for evaluation as it remains implanted in the patient. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the increased gradients and stenosis due to patient prosthetic mismatch were considered to be attributed to the non-edwards surgical valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our affiliates in (B)(6) and through the article ¿transcatheter ¿valve-in-valve¿ mitral valve replacement for patient-prosthesis mismatch: chronicle of a death foretold¿, a patient with a previous non-edwards biological mitral valve replacement implanted 4 years prior, showed rapid degeneration and stenosis with severe symptoms due to patient prothesis mismatch (ppm). Severe mac prevented insertion of a larger mv prosthesis, resulting in ppm. The patient had a 23mm sapien 3 valve implanted within the previous valve; however, this led to a higher ppm. Two years post procedure, the patient presented with recurrent symptomatic severe mitral stenosis. The valves were explanted. Mitral annular reconstruction with a bovine pericardial patch was performed, and a non-edwards mechanical mitral prosthesis was implanted. Due to complications during the procedure, the patient was placed on life-supportive and later expired.